Manufacturer narrative:
A philips field service engineer (fse) went onsite and collected the logs of the pic ix and logs and configuration of the mp5. The fse did not find any technical defects while onsite. Initial review of the logs indicates manual deactivation of the pulse alarms. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e reporting institution phone #: (B)(6).

Event description:
It was reported the alarms for apnea, bradycardia, and asystole were not generated. The ICU patient was found passed away in their bed and resuscitation attempts were unsuccessful. Testing of the device onsite revealed no technical anomalies. It was clarified none of the alarms, audible or visual, were generated at the central station. The condition of the patient prior and the cause of death were unknown, but it was indicated the patient was elderly.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. No technical defects could be found on site. The fse obtained data and forwarded for review. A philips product support engineer (rse) reviewed provided pic ix logs. The product support engineer (pse) determined that between 02:58:13 and 03:12:10, the audit log shows several ¿cannot analyze ECG¿ inops, which indicates a poor ECG signal quality. The ¿r/resp electrode off¿ inop condition was logged between 03:02:42 and 03:09:29. The pse also noted that ¿*** desat 78 < 80¿ was generated at 02:59:01 and ended at 03:12:10. See log excerpt shown below: date/time, bed label, action. (B)(6) 2025 02:58, a15_07-2, spo2 kein puls beendet. (B)(6) 2025 02:58, a15_07-2, spo2 sig.storung generiert um 02:57:49. (B)(6) 2025 02:58, a15_07-2, EKG keine analyse generiert um 02:58:17. (B)(6) 2025 02:58, a15_07-2, spo2 sig.storung beendet. (B)(6) 2025 02:58, a15_07-2, spo2 kein puls generiert um 02:58:18. (B)(6) 2025 02:58, a15_07-2, spo2 kein puls beendet. (B)(6) 2025 02:59, a15_07-2, **spo2 78 <80 generiert um 02:58:51. (B)(6) 2025 02:59, a15_07-2, EKG keine analyse beendet. (B)(6) 2025 02:59, a15_07-2, **spo2 78 <80 beendet. (B)(6) 2025 02:59, a15_07-2, *** desat 78 < 80 generiert um 02:59:01. (B)(6) 2025 02:59, a15_07-2, spo2 kein puls generiert um 02:59:04. (B)(6) 2025 02:59, a15_07-2, EKG keine analyse generiert um 02:59:18. (B)(6) 2025 02:59, a15_07-2, spo2 kein puls beendet. (B)(6) 2025 02:59, a15_07-2, EKG keine analyse beendet. (B)(6) 2025 03:00, a15_07-2, EKG keine analyse generiert um 02:59:44. (B)(6) 2025 03:00, a15_07-2, spo2 kein puls generiert um 02:59:59. (B)(6) 2025 03:00, a15_07-2, spo2 kein puls beendet. (B)(6) 2025 03:01, a15_07-2, spo2 kein puls generiert um 03:00:52. (B)(6) 2025 03:01, a15_07-2, EKG keine analyse beendet. (B)(6) 2025 03:01, a15_07-2, spo2 kein puls beendet. (B)(6) 2025 03:02, a15_07-2, spo2 kein puls generiert um 03:01:41. (B)(6) 2025 03:02, a15_07-2, spo2 kein puls beendet. (B)(6) 2025 03:02, a15_07-2, EKG keine analyse generiert um 03:02:28. (B)(6) 2025 03:03, a15_07-2, resp elektrdn ab generiert um 03:02:42. (B)(6) 2025 03:03, a15_07-2, EKG keine analyse beendet. (B)(6) 2025 03:03, a15_07-2, EKG sig.storung generiert um 03:02:44. (B)(6) 2025 03:03, a15_07-2, EKG sig.storung beendet. (B)(6) 2025 03:03, a15_07-2, r elektrode ab generiert um 03:02:45. (B)(6) 2025 03:03, a15_07-2, EKG keine analyse generiert um 03:02:45. (B)(6) 2025 03:03, a15_07-2, EKG keine analyse beendet. (B)(6) 2025 03:04, a15_07-2, spo2 kein puls generiert um 03:03:46. (B)(6) 2025 03:04, a15_07-2, spo2 kein puls beendet. (B)(6) 2025 03:04, a15_07-2, spo2 sig.storung generiert um 03:03:54. (B)(6) 2025 03:04, a15_07-2, spo2 sig.storung beendet. (B)(6) 2025 03:04, a15_07-2, spo2 kein puls generiert um 03:03:58. (B)(6) 2025 03:04, a15_07-2, spo2 kein puls beendet. (B)(6) 2025 03:04, a15_07-2, spo2 sig.storung generiert um 03:04:12. (B)(6) 2025 03:04, a15_07-2, spo2 sig.storung beendet. (B)(6) 2025 03:06, a15_07-2, **nbps 253 >160 generiert um 03:05:37. (B)(6) 2025 03:07, a15_07-2, EKG keine analyse generiert um 03:06:48. (B)(6) 2025 03:09, a15_07-2, r elektrode ab beendet. (B)(6) 2025 03:09, a15_07-2, EKG keine analyse beendet. (B)(6) 2025 03:09, a15_07-2, EKG elektrdn ab generiert um 03:09:05. (B)(6) 2025 03:09, a15_07-2, spo2 kein sensor generiert um 03:09:20. (B)(6) 2025 03:12, a15_07-2, gerät ist offline. The technical logs for the central "ix a15" and the associated bedside monitor "a15mon12" looked to be functioning normally until the central logs show a wired connection timeout between them on (B)(6), 2025, at 23:44:23. 23:44:23.606, (B)(6) 2025: device (a15mon12) ack timeout. Cv invoke ID = (B)(4), retries = 3. Retrying... The pse reviewed the logs further with the assistance of r&d. It was confirmed there were very high number of inops from this bed over an extended period of time for the night in question. Most, if not all, of the logged alarms were managed/acknowledged at the central station (ixa15). The last alarm seen by the pse from the audit log is: date="(B)(6) 2025 19:01:47" institution="(B)(6)" bed_x0020_label="a15_07-2" action="*** desat 74 < 80 generiert um 19:01:36." Device_x0020_name="pic ix: ixa15" clinical_x0020_user="" action_x0020_type="red alarm". This alarm is also shown in the technical logs: (B)(6) 2025 19:01:52.565 ixa15, application appmgr::runquickreview: bed: a15_07-2 alert: *** desat 74 < 80. The bedside in question logged a connection failure to the surveillance host just before midnight, though the pse did not see a loss of association. 23:44:23.606, (B)(6) 2025: device (a15mon12) ack timeout. Cv invoke ID = (B)(4), retries = 3. Retrying... The bed continued to send inops to the central until 1:03 am, then nothing was logged until 2:58 am. This gap is notable, given the high rate of previously generated logs. Date="(B)(6) 2025 02:58:13" institution="(B)(6)" bed_x0020_label="a15_07-2" action="spo2 kein puls beendet." Device_x0020_name="pic ix: ixa15" clinical_x0020_user="" action_x0020_type="logged inop". Date="(B)(6) 2025 01:03:04" institution="" bed_x0020_label="" action="ton für gelben alarm ertont." Device_x0020_name="pic ix: ixa15" clinical_x0020_user="" action_x0020_type="alert sound". The logs do not show signs of any obvious failure, though there are corresponding gaps in various logs which typically contain information. Based on the information available and the testing conducted, the issue was caused by the deactivation of the pulse alarms. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.